Event description:
FDA forwarded medwatch (mw 1040564) data to depuy spine. It was reported that an acromed rod implanted in 10/2000 has broken loosening the construct at t12-lt. A revision was performed to remove and replace hardware.

Manufacturer narrative:
Risk manager was contacted on three occasions to request additional info. All three times she stated that she would provide (fax) information about this event. However, each time nothing was sent. At the time of closing info is limited. If the info is received in the future the complaint will be updated. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.